Manufacturer narrative:
Device analysis: the device was returned, and investigation completed by product analysis on 02-may-2019 with the following findings: on investigation, the battery compartment was confirmed to be cracked. The battery cap returned with the pump was damaged and unable to secure properly to the pump in order to maintain power. With the damaged cap in place on the pump, the power issue was duplicated. A test battery cap was able to secure properly to the pump and maintain power for the pump to be exercised for 12 hours. No interruption in power occurred during the exercise. Investigation did not duplicate the alleged power issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.